Event description:
A 27 month old female pt with multiple congenital anomalies had a skin level gastric feeding tube placed on 8/6/1998. The pt had had another manufacturer's feeding tube in place prior to this incident. On 8/11/1998 the infant experienced severe gastric bleeding and was admitted to the hosp. Endoscopy confirmed an ulcer distal to the tip of the skin level device. Epinephrine was injected around the ulcerated area on two occasions to stop the bleeding. However, the manufacturer's device was not removed at this time. It was then reported that the device had eroded through the gastric wall into an artery. The pt underwent an emergency laparotomy to oversew the gastric perforation. The device was removed and replaced with another style of the manufacturer's feeding tube. The pt was discharged to home care.